Event description:
Patient reported that their device would go into the bolus function on its own without any buttons being pushed. Pt stated that they were able to stop the bolus delivery before it went through (this problem was occurred on multiple occasions). Pt's blood glucose was not affected, and no treatment was received.